Event description:
It was reported that the right ventricular (rv) lead was unable to be programmed to bipolar configuration. The lead was connected to a competitor device which does not allow programming of the lead to bipolar when the impedance measurements greater than 2000 ohms. The lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant products: 2550 competitor implantable pulse generator (B)(6) 2006; (B)(4) competitor implantable pacing lead (B)(6) 2002. (B)(4).